Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the system functioned as intended after replacing the computer. The system then passed the system checkout and was found to be fully functional. Missing device manufacture date. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that after reinstalling the system software for an event recorded under a different file, when the representative would try to load the profiles task, the software would auto-exit. After removing and re-installing the spine 2.1 application, full system functionality was restored to the application and the representative was able to proceed through the software tasks without any other issues. No patient present.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue. Analysis found that the reported event was related to an anomaly in the medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.